Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized on the same day as onset of the peritonitis. The patient was treated with vancomycin injection (1 gram in 5 days, route not reported) and zorabac injection (1.5 gram in each bag, frequency not reported) for the event. One day after hospitalization the patient was discharged and treatment was ongoing. The outcome of the event was not reported and the patient was not retrained on aseptic technique. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 1 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).